Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up while the patient was symptomatic, the remote care monitoring transmission revealed no anomalies and the patient received no shocks from the ICD. On the same day, the patient presented in clinic with abdominal pain, fatigue, dizziness and loss of stability. Due to the patient's deterioration of health, she was admitted to the hospital the following day. The patient expired and again, it was noted the patient did not receive any shocks and no anomalies were present on the remote care monitoring transmission. The cause of the patient's death remains unknown. Further information was requested, but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received indicated the patient presented to the hospital with tachycardia and no perceptible pulse. The patient expired following a multivisceral failure and a recovered cardio-respiratory arrest. The cause of the patient's death remains unknown.